Event description:
The customer contacted physio-control to report that one of their quik-combo® adult pacing/defibrillation/ECG electrodes could not be connected to the quik-combo® therapy cable. The connector did not fit. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the electrodes and verified the reported issue. It was observed that the contacts in the connector were not properly aligned. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the electrodes and observed that the apex pin of the connector was bent. This caused the connector not to seat properly into the female socket of the therapy cable. Replacement electrodes were provided to the customer under warranty.